Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2024. D6: explant date: (B)(6) 2024. Additional suspect medical device components involved in the event: product family: upn: m365sc2317500, model: sc-2317-50, (B)(6), UDI: (B)(4). Product family: upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulation (scs) system were explanted during a non device related procedure. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.